Event description:
It was reported that the device switched to standby mode on its own during a surgical procedure. As per report, the patient desaturated in the following and had to undergo a resuscitation. It is currently not known if the interrupt in ventilation led to a permanent injury.

Manufacturer narrative:
A field service engineer downloaded the device log files and tested the "select & confirm" functionality which is required to execute mode changes. It was found that this worked according to specifications. The log file was evaluated whereby no indications for the potential presence of a device malfunction were found either. The recorded data for procedure in question provide evidence that two short sequences of ventilation were started which both were ended by switching the device to standby mode. The duration between the two ventilation sequences was eleven minutes. The debug log was checked for the signature of the recorded information in regard to the standby command - there was no difference between the entries for both events found. Additionally, the issue was duplicated with a lab device - setting the device from active ventilation to standby by user imput produced exactly the same entries in the debug log as in the log file that covers the particular event. All in all, the investigation did not reveal any indication for the potential presence of a device malfunction. Dräger concludes that - other than reported - the device had been switched to standby by user input command. Any mode changes can only be executed via a two-step interaction - the change has to be selected and then confirmed by a second input command to exclude unintentional changes in operational state. Furthermore, there is no autonomous switching to standby implemented in the software processes for any reason. The case must be attributed to accidental use error. Dräger concludes that appropriate risk mitigation measures are in place - as long as standby is activated the device displays a dedicated banner which includes a warning text that the patient is not being ventilated. Furthermore, it is obvious from the shape of waveforms (flat lines) and absence of readings that no ventilation is ongoing.